Event description:
Patient required aortic valve replacement secondary to enterococcal bacteremia and aortic valve endocarditis with severe aortic valve regurgitation. During procedure surgeon was notified by perfusionist of low cardiopulmonary bypass flow. Cannulation sites were evaluated and identified no issue. As a result the patient was placed on back-up controller and procedure was completed. Due to low flow encountered, cooling protocol was initiated for 24 hours for cerebral protection. Patient has since been on normothermia protocol, been extubated, and identified to have no permanent patient harm as a result of this occurrence. Manufacturer response for transducer, deltran disposable pressure transducer (per site reporter): manufacturer notified and reported concern regarding lot. Test transducer to be sent to manufacturer for evaluation. Transducer in patient event has been maintained by hospital.